Event description:
Revision surgery - the pt received an antibiotic spacer as part of a staged procedure to eliminate an existing infection. The hemi spacer was removed and a rsp was implanted as planned.